Manufacturer narrative:
The master tool manipulators (mtm) was analyzed and found to have error 23025. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they received repeated error 23025 pointing to the left master tool manipulator, and the ports had been placed. The isi tse checked the logs, and error 23025 was verified. The isi tse asked the customer to recover the error and restart the system, but the problem was still present. After the customer replaced the surgeon side cart with the other system, the problem was resolved. The customer proceeded with the robotic surgery. The customer was completing the procedure, robotically, as expected, with less than 15 minutes delay. The procedure was converted to another davinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon the system being powered on and no errors noted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.